Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4. And h.4 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during laser assisted cataract surgery an left anterior capsule tear occurred during phacoemulsification in the left eye. Surgeon had to implant a three piece intraocular lens in the sulcus. The doctor suspects an uncut or weak continuous curvilinear capsulorhexis (ccc).